Event description:
The nicu [neonatal intensive care unit] has experienced several 26 ga piv [gauge peripheral intravenous line] hubs that have broken during insertion with multiple patients. Most catheters needed to be replaced as they were inserted for providing critical medications and blood products. Upon further investigation and asking questions from the device vendor, it was discovered that the catheter hub is made of polycarbonate which cracks when it comes into contact with solvents including alcohol, chg [chlorhexidine gluconate], and tissue adhesives. All other catheter materials utilize polypropylene materials in their hubs which do not crack with solvents as named above. The medical device is the 26 ga 3/4 in piv catheter (supercath 5) made in japan, togo medikit co. By ICU medical.